Event description:
It was reported that when the device was used in an unknown procedure, on the second or third firing, it locked up and staples were not formed properly. Cautery was used to stop bleeding. A like device was used to complete the case. Patient consequence was not reported.